Event description:
The complainant reported that the side wall of a 20 fr invertapeg tube ballooned otu and ruptured. The patient has a stoma reported to be 29 days old. The original tube was placed in 2006. The complainant reported that a surgeon removed the damaged tube and inserted a new peg tube on the following month. No other patient information was given. Subsequent attempts to obtain additional information from the reporter and the surgeon were unsuccessful. No patient illness or injury was reported. The device will not be returned for testing and investigation.